Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported "deflation". This record is for the right-side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of deflation and valve leak and/or damage received on march 18, 2024. With lot number 3353190. Based on the device analysis grid, the assessments of the complaint are: - deflation: observed, one opening assessed as surgical damage. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional additionally reported "valve failure" via device tracking.